Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a esophagectomy/gastric tube, in order to use the device under thoracoscopic procedure of vats-e, the paddle was closed. But the all the paddle part was detached from the shaft before inserting through a port. The device was not used on a patient. Another device was used to correct the problem. Gender: not provided. Age and weight: not provided. Last patient's status: not available. Operating time not extended.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The visual inspection of the device noted that the covering of the paddle was disengaged from the instrument. Engineering noted that the tube assay or introducer was observed bent at the tip area. The blue bag was observed broken and the bands were observed bent or deformed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.